Event description:
It was reported that the patient had the intraocular lens removed after approximately two and one-half (2.5) weeks due to the lens turning yellowish/brown. Further, it was reported that the patient's outcome was good and another of the same model lens was implanted without further any issues. The patient was reportedly happy.

Manufacturer narrative:
The explanted lens was received at our manufacturing facility for evaluation. The evaluation noted the lens was a 27.5 diopter, model z9002. The explanted lens was received cut in three (3) pieces. The lens had surface residuals adhered to both sides of optic body compatible with use. The lens was clean, joined and placed into the insert where a clear lens surface was observed during visual inspection with 10x microscope. The manufacturing operator inspected the lens for optical properties following established procedures where the optical inspection results showed that the lens diopter corresponded to a size 27.5 lens. The report of a yellow/brown color condition in the lens was not verified. The result of diopter was found to be within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): prior to release to market the intraocular lens met all manufacturing specifications. The documentation of the manufacturing record review shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.